Manufacturer narrative:
Device was not returned per the request of beta bionics. User complaint of (B)(4) could not be confirmed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet system was found powered off with a blinking blue light and would not charge upon waking, after which the user observed blood glucose above 400 mg/dl and transitioned to backup manual injections. Symptoms included hyperglycemia without loss of consciousness or other acute effects. Outcomes included temporary interruption of automated insulin delivery and user-managed therapy adjustment without medical intervention. Investigation included remote troubleshooting guidance and user-performed power cycling of the charger. Investigation of this case revealed that the charger resumed normal function after being unplugged and replugged, indicating a charging subsystem recovery consistent with a transient power or charger fault rather than a sustained device failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient charging malfunction that resolved with reset, with user hyperglycemia attributable to interrupted insulin delivery during the outage however, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.